Manufacturer narrative:
Device evaluated by MFR: promus element mr was returned for analysis. A visual examination of the stent found damage to the first proximal stent row. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. Device is combination product.

Event description:
Reportable based on device analysis completed on 20 dec 2018. It was reported that catheter unable to cross lesion occurred. Access was obtained via the right radial artery. The stenosed target lesion was located in the severely tortuous and non-calcified right coronary artery. A 2.75x24mm promus element stent was introduced however, the device was unable to cross the lesion. Physician completed the case with a different stent. No patient complications were reported and the patient status was stable. However, returned device analysis reveals stent damage.